Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed failed battery test. Customer's blood glucose reading was 92 mg/dl. Customer also reported that the insulin pump has a blank display after battery change. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The pump was monitored with multiple basal rates, and the pump functioned properly. No unexpected turn off screen, blank display or display anomalies were noted. However, moisture damage was found on the electronic and motor assemblies. The pump functioned properly during the functional check, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, unexpected restart, self test, and all operating current tests. No unexpected low battery, failed battery, off no power or low battery alarm indicator anomaly noted. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.